Event description:
Customer obtained a reading of 328 mg/dl with no symptoms prior to eating dinner. Daughter was going to give customer insulin, but decided to call the customer's doctor first. Doctor stated not to give customer insulin but to test him again. During that time, the customer ate dinner. After dinner, the daughter tested the customer at 4:57 p.m. With a reading of 107 mg/dl. At 4:58 p.m., she tested the customer again with a reading of 105 mg/dl. Daughter did not administer insulin. No additional events or treatments occurred. Requested return of suspect device, and replacement was sent.

Event description:
Buretrol casing cracked; needleless port in top of buretrol formed a hole after use, exposing contents to air.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.